Event description:
It was reported that the patient noticed more in the last 2 weeks that there was dull uncomfortable feeling at the implant site. The patient was not sure when it really started. The patient lost 65-75 pounds since (B)(6) 2013. She also has diabetes, but wasn't sure if that would had caused her current situation. Symptoms reported had gradual onset. The patient indicates there was no known accident or incident related to this complaint. The patient's status was unknown. It was later reported by the healthcare provider that the patient appointment was scheduled of (B)(6) 2014. Surgical procedure was performed on (B)(6) 2015 for the neurostimulator battery exchanged and repositioned. The neurostimulator was interrogated preoperatively and was found battery dead and her ¿programming also found that the lifetime¿. There was not much lifetime left in her old battery. So, the decision was made to exchange her battery with a new battery as well. The pocket under the incision was made deeper to avoid pain from superficial implantation that the patient experienced previously due to weight loss. The event cause was determined and it was device related.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v478943, implanted: (B)(6) 2010, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).